Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the head of the item fractured after a few uses. The doctor reports that the procedure was not concluded.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: email address g1: contact office - first/given name, last name and email address g1: contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) item zfx02hld36 with broken tip, lot number 2209130945 communicated. Visual evaluation was performed. -visual evaluation: we see a screwdriver with broken tip. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. Complaint history review was performed for the reported lot number 2209130945 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture¿ based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.